Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was not working. The programmer was beeping in sequences of three and the screen cursor was not moving with the stylus. The xy board was replaced and calibrated. It was also determined at analysis that the printer drawer and the right keyboard hinge were broken. The keyboard had missing screws. The power cord bay door had a bent tab, and the lower and upper case had a crack and chip. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working. There was also a request to update the software on the programmer. The product was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.